Manufacturer narrative:
No devices were returned for analysis. Leads were placed in cervical target area and secured with two new active anchors. Original active anchors were disposed. Without the return of the anchor for analysis, it is not possible to reach a definitive root cause. The x-rays provided by the company representative confirms migration of the right lead. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) is listed as a potential risk in manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a follow-up visit, a patient implanted with evoke spinal cord stimulator reported better pain relief in the left hand in comparison to the right hand. X-ray was performed which showed migration of right lead.on (B)(6) 2023, a revision surgery occurred, during which 2 evoke 12c percutaneous lead kit - 90cm were repositioned. On the day of the surgery the patient reported that the stimulation was not felt in the intended location since the past 2 weeks. Fluoroscopy showed migration of the left lead and further migration of the right lead. During the revision surgery, the leads were placed in cervical target area using new active anchors, original anchors were discarded.